Event description:
Reported #1 of 2 received that the y-type blood plumset was "assembled backwards". The rn primed the set with ns, then primed the set with blood to the distal tip. Rn connected the set to the patient began the transfusion via the primary line with a plum 1.6 pump, at a rate of 50ml/hr. The rn was at the patient's bedside when an audible alarm, with an unspecified message sounded. The rn reported, "it could to have been infusing for more than a minute". She reported the "distal and proximal drip chambers were completely full of blood". The "tubing above the cassette was unusually slumped over into itself". The drip chambers reportedly were half full when the transfusion was initiated. The transfusion was stopped & the rn reported the amount of blood that had blackflowed into the drip chambers was estimated at 15ml. The rn replaced the set and the transfusion resumed. The transfusion was stopped a second time when the rn observed the distal drip chamber was filling again. The rn reportedly estimated this second backflow reported to be approximately 20ml. A new bag of blood and a new tubing set were used to complete the ordered transfusion of one unit of blood. Upon closer examination of the tubing sets, the rn reported the first two tubing sets "were assembled differently" than the third tubing set. The patient continued to "do well" and was later transferred to a "neuro step down unit". The patient did not experience any adverse effects as a result of the blood backflow, and there was no delay in critical therapy. Though requested, no additional information was provided.